Event description:
As reported on the medwatch form: pt was admitted to the hosp on (B)(6) 2009 in active labor. A perifix epidural catheter was placed on the first attempt, uneventfully at 1532 for pain mgmt during labor. Post vaginal delivery, the epidural catheter was removed at 2115 without difficulty. Upon removal of the catheter, it was noted the blue tip was not intact. A lumbar x-ray was done for location of a possible retained foreign body. The x-ray was negative for identifying a retained foreign body. Add'l info provided by the facility indicated the pt was discharged and to date there has been no report of any adverse sequela associated with the incident. Add'l info from the user facility report: pt was admitted to hosp on (B)(6) 2009 in active labor. A perifix epidural catheter was placed on first attempt, uneventfully at 1532, for pain mgmt during labor. Post vaginal delivery the epidural catheter was removed at 2115 without difficulty. Upon removal of the catheter, it was noted that the blue tip was not intact. A lumbar x-ray was done for location of a possible retained foreign body. The x-ray was negative for identifying a retained foreign object.

Manufacturer narrative:
The actual catheter, with the catheter connector attached, was returned for eval. The catheter measured approx 1015 mm in length. The step down molded area on the catheter tip end was present. It appears the 5 mm blue tip, which is fused onto the step down area during mfg, was missing on the tip end of the catheter. Although no inventory remained of the final reported lot, the house retain catheter sample for the reported lot was visually evaluated and noted to have the blue tip intact. The sample was then tensile tested per spec and passed the acceptance criteria for catheter tip tensile strength, catheter body tensile strength, and joint integrity between the catheter and the catheter connector. There are no other reports of this nature in the history of this product. The facility has requested the sample be returned to the facility following initial eval. All available info and photographs of the sample have been sent to the actual MFR for their eval. The follow-up report will be filed when the MFR's investigation report is complete. Add'l info from the user facility report: (B)(4): perifix continuous epidural anesthesia tray. Epidural catheter.